Event description:
Dealer states pilot valve is leaking. Per independent repair center statement, the unit was alarming or red light. The unit also has a defective oring, defective ty wraps and a dirty filter.